Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing a shock. Upon interrogation, it was noted that the shock was administered inappropriately for atrial fibrillation (af). The interrogation also noted a significant decrease in rwave amplitude from greater than 25 millivolts (mv) at implant to 12.4 mv. The right ventricular (rv) lead threshold measurement had increased from 0.4 volts to 1.9 volts and the rv pacing impedance measurement had decreased from 500 ohms to between 212-200 ohms. A cause of the shift in measurements was unknown. The field representative was unable to find out any additional information regarding this issue. At this time, the rv lead and implantable cardioverter defibrillator (ICD) remain in service and no adverse patient effects were reported.